Manufacturer narrative:
No device was returned for evaluation. One photograph was provided showing separation of the extension from the hub, as well as two videos of same. It cannot be determined from the photograph or videos if the extension was cut or if it pulled out of the hub. The contract manufacturer also reviewed the photograph and videos and also confirmed the complaint but could not determine its cause. A review of the manufacture records for the device were reviewed and revealed the device was manufactured according to specification. However, without an evaluation of the device a root cause cannot be determined. Trending shows this is an isolated incident. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Blood leaked from the joint of the venous extension and hub.